Manufacturer narrative:
The bench repair engineer confirmed the unit is not powering on. The power management board is defective and will be replaced.

Event description:
The customer reported that the v60 will not power on. The biomed replaced the pm & cpu board, the unit turns on, but no display or screen. The customer reported that the unit was not in use on patient. Found during setup. No delay in therapy and no medical intervention reported. The customer contacted product support and reported replacing the power management (pm) board and cpu board. The unit turned on, but there was no display or screen. Customer is requesting quotes for both quest bench and onsite repair. Per biomed, he is sending the unit to bench repair. Confirmed customer complaint that unit is not powering on. The power management board is damaged. Will replace power management board. Will also order shipping box.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the customer complaint was verified. The root cause is failure of 3.3v regulator ic u11.